Manufacturer narrative:
Results: patient condition affected effectiveness of the device (patient lesion morphology). Conclusion: device failure/lack of effectiveness related to patient condition device (patient lesion morphology). (B)(4).

Event description:
It was reported that a physician implanted a 2.75mm diameter x 30mm length integrity rapid exchange (rx) bare metal stent to treat a lesion in a patient successfully without any resistance. The lesion was located in the prox lad with calcification and stenosis present. The stent was deployed at 16atm, however, it was reported that the physician felt that the catheter was hard to draw back from the lesion site after deflation. The stent was re-inflated again at 16atms and the catheter was retracted easily. No patient injury occurred and no clinical sequelae were reported. Cine image review: still images were provided for review and indicate that the delivery balloon and stent appear to have conformed to the acute angle of the vessel.